Event description:
A hospital in (B)(6) reported a patient, implanted with a cage in 2011, presented with strong pain on an unknown date.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No material defects were identified based on inspections and testing. The syncage was received in five fragments, likely due to the explantation procedure. All examined fracture surfaces exhibit severe damages and plastic deformations. The single site that could be documented exhibited fatigue lines and thus evidence of fatigue fracture under cyclic loading, accompanied by one site indicative of a residual fracture surface. The cause is unknown. The implant exhibits unusually severe damages and no further information can be learned from the existing fracture surfaces. Placeholder.